Manufacturer narrative:
Investigation summary - bd received one photo for investigation, which shows a tube with a large air bubble in the gel barrier. No foreign material can be seen in the photo. Additionally, a total of 100 retained samples were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles- before use. This complaint has not been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units foreign matter was found in 284 tubes and air bubble in the gel was found in 316 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer ps gel and lithium heparinn 56 units foreign matter was found in 284 tubes and air bubble in the gel was found in 316 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.